Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the device's batteries were observed to not be charging. The device was not in patient use. The device's ac cord was replaced to address the issue.